Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml (dose 1400 mcg/day) via an implanted pump. However, the pump logs examined on (B)(6) 2015 indicated the pump contained lioresal 2000 mcg/ml (dose 1400 mcg/day) and a refill occurred on (B)(6) 2015. The pump's indication for use (IFU) was listed as intractable spasticity. A high residual volume at refill occurred and the dye study was normal (date unknown). As a result, the pump was replaced on (B)(6) 2015 and the product would be returned to the manufacturer. It was unknown if the issue resolved at the time of this event and the patient's status was "alive- no injury". On (B)(6) 2015, additional information was received from the rep indicated the cause of the high residual volume had not been determined. It was noted the hcp usually filled the pump with lioresal on initial implant then used compounded baclofen for subsequent fills. Additional information received on (B)(6) 2015 confirmed the drug was compounded baclofen, not lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.